Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0508: clicking a110201: not exposing d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. The power supply was replaced. Codes b01, c02, and d02 are applicable. H3, h6: the returned power supply was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the mobile viewing station (mvs) tower was showing green until the site attempted to expose when the tower lost the led. The system was rebooted, the hand switch and foot switch reseated, and there was no change. The system was rebooted again and the site was able to expose. The image acquisition system (ias) was making a clicking noise and there was a 7 minute surgical delay. There was no impact on patient outcome.